Event description:
Medtronic literature review found a report of cranial nerve palsy resulting in transient diplopia and ophthalmoplegia, facial nerve palsy, left hemiplegia due to venous infarction, and recurrence  in association with onyx embolization. The time frame of this study was from january 2013 to december 2015. The purpose of this article was to improve understanding of safety and effectiveness profiles associated with transarterial endovascular treatment using onyx for intracranial dural arteriovenous fistula's (davf). The authors reviewed 33 cases of patients treated for dural arteriovenous fistulas using onyx embolization. Of the 33 patients, the average age was 57 years, 12 were female and 21 were male. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted: one patient had a third cranial nerve palsy resulting in transient diplopia and ophthalmoplegia, which resolved after 3 months. One patient had a facial nerve palsy that partially persisted at 3-month follow-up. One patient experienced a left hemiplegia due to venous infarction after treatment, persistent at follow-up (modified rankin scale [mrs] of 2). Recurrence in 4 patients death due to a compressive hemorrhage in the posterior fossa caused by a type iii ruptured davf. There were no procedure related deaths.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.